Manufacturer narrative:
510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on the (B)(6) 2020, a lateral femoral nail was inserted during an unknown procedure. Post procedure x-rays showed the femoral recon screws had missed the nail. On the (B)(6) 2020 the patient completed a corrective surgery. No further information was provided. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity unknown), unknown lfn end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - nails: lfn. This is report 1 of 2 for (B)(4).